Manufacturer narrative:
Health effect- impact code should have been f27- no patient involvement in the initial. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to an olympus repair facility for evaluation and the customer's allegation was not confirmed. The device evaluation found no new reportable findings. A probable root cause cannot be identified. A device history record of the actual product was conducted and found no problems. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during cleaning and disinfection, an external screw of the connector part was loose on video adapter. There were was no patient involvement.

Manufacturer narrative:
E1 - facility name: (B)(6). E1 - address: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during cleaning and disinfection, an external screw of the connector part was loose on video adapter. There were no reports of patient harm.